Event description:
It was reported that the patient was seen for an unscheduled interrogation due to the patient experiencing a "chugging" of the left ventricular assist device (lvad). The patient stated that they thought the "chugging" was associated with the lvad speed changes between 5600-5800 rpms. It was also noted that pulsitility index values had been 1.4-10.2 over the past few weeks. Review of the patient's log files did not reveal any unusual events. The patient's blood pressure was checked, an electrocardiogram was performed, and the patient's ICD was interrogated, however a cause of the "chugging" was not able to be identified. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported ¿chugging¿ could not be confirmed through this evaluation. The submitted log files appeared to capture the pump operating as intended. The submitted system controller event log file contains events from (B)(6) 2023 through (B)(6) 2023 that primarily consisted of pulsatility index (pi) events. No other notable events or alarms were captured. The file appeared to captured the pump functioning as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The IFU also explains that once every 2 seconds, the heartmate 3 pump will automatically modify its speed to create an artificial pulse. This document also notes that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.